Manufacturer narrative:
It was determined that the sub-optimal tissue processing reported by the complainant was derived from the "5 hour test" protocols started at 17:46pm on (B)(6) 2017 in retort b comprising 52 cassettes; at 21:38pm on (B)(6) 2017 in retort a comprising 59 cassettes and at 21:19pm on (B)(6) 2017 in retort a comprising 123 cassettes. Investigation of this complaint found that use errors involving failure to correctly complete the manual reagent replacement process occurred at both 06:43am on (B)(6) 2017 and 08:11am on (B)(6) 2017. The instrument was found to have operated within specification during execution of each of the protocols from which sub-optimal tissue processing was identified. A user affirmed in the instrument software that the reagent concentration in bottle 10 (ethanol) was to be set to the default value of 100% 06:43am on (B)(6) 2017. However, information provided by the complainant indicates that bottle 10 had actually been filled with 70% ethanol. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type; and reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. As a consequence, the reagent in bottle 10 (ethanol) was used for the final dehydration step in each of the three (3) protocols from which sub-optimal tissue processing was reported by the complainant. As the minimum final reagent concentration for ethanol is 98%, the consequences of using reagent at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. A user also affirmed in the instrument software that the reagent concentration in bottle 12 (xylene) was to be set to default value of 100% at 08:11am on (B)(6) 2017. However, the actual xylene concentration in bottle 12 remained unchanged at 91.1%, because bottle 12 (xylene) had been removed from the instrument for four (4) seconds, which is not sufficient time to replace the reagent. The reagent in 12 (xylene) was used for first time in the final clearing step of the "5 hour test" protocol started in retort a at 21:19pm on (B)(6) 2017, from which sub-optimal tissue processing was reported by the complainant. As the minimum final reagent concentration for xylene is 95%, the consequences of using reagent at a concentration less than the minimum required for the final clearing step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. The root cause of the sub-optimal tissue processing reported was use errors, which occurred at 06:43am on (B)(6) 2017 and 08:11am on (B)(6) 2017. In the first instance, a user incorrectly affirmed in the instrument software that the default concentration of 100% was to be set for bottle 10 when the bottle had been filled with 70% ethanol. In the second instance, a user failed to complete manual replacement of the reagent in bottle 12 (xylene) in accordance with the manufacturer instructions detailed in the leica peloris/peloris ii user manual which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."

Event description:
Leica biosystems received a complaint that tissue samples from three (3) processing runs with a protocol duration of five (5) hours started on (B)(6) 2017, were "soft". Information documented by a leica field support specialist (fss) indicated that the laboratory had identified that a user had incorrectly set the reagent concentration in bottle 10 to 100% when the actual concentration of the reagent used to fill bottle 10 was 70%. On 17 january 2017, leica biosystems (B)(4) received information that all cases from which sub-optimal tissue processing had been identified by the complainant were diagnosable.